Event description:
It was reported that the caller experienced an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level. The caller received assistance and updated the pump time with guidance. They were advised to monitor the situation and reach out if the time discrepancy occurred again, which the caller understood and acknowledged.